Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the upper esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the balloon was inflated to 10 mm and 11 mm without any problem, however, when it was inflated to 12 mm the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with a savary dilator device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.